Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (30.0 mg/ml at 4.247 mg/day) and bupivacaine (15.0 mg/ml at 2.124 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported during a planned pump replacement the catheter was noted to be worn. The pump segment was spliced/revised. No patient symptoms were reported. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted to be related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.